Event description:
It was reported that the system monitor's screen freezes.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor¿s screen "freezing" was not confirmed during the analysis. The system monitor serial number (B)(6) was returned for evaluation. During the investigation, the reported issue was not able to be reproduced. The unit was functionally tested and passed all test steps. The system monitor functioned as intended during analysis. The system monitor was returned to the customer's site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor serial number (B)(6) was shipped to the customer on (B)(6) 2018. Heartmate ii power module instructions for use revision b states if the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.